Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in lead impedance and threshold levels in bipolar. An invasive procedure was performed to analyze the system. The physician reports no output of the ipg when removed from the pocket. The physician elected to explant the ipg. A new device, model 1232 was successfully implanted.